Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip referenced will be filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage and worsening mitral regurgitation requiring intervention. It was reported that on (B)(6) 2022, the patient underwent a mitraclip procedure to treat functional mitral regurgitation (mr) grade 4+. A ntw clip (20413r223) was advanced in the patient and the leaflets were grasped. While establishing the final arm angle (efaa) the clip opened from closed to 30 degrees. Troubleshooting was completed three times but the issue persisted. The clip was removed without incident and replaced. A second ntw clip (20324r178) was then attempted to be implanted, but caused a posterior leaflet tear after a loss of leaflet capture. The procedure was aborted with the mr grade appearing to be a little worse than what it was at the start of the case. On (B)(6) 2022, the patient underwent surgical intervention and the leaflet tear was treated. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported positioning failure (leaflet capture ¿ clip not implanted) appears to be related to challenging anatomy (i.e., dilated left atrium). The reported tissue injury (tear) was related to the loss of leaflet capture. The reported worsening mitral regurgitation was related to the tissue injury. The reported patient effects of tissue injury and mitral regurgitation as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.